Event description:
Event description boston scientific, crm received information that this right atrial (ra) pacing lead (model 4064, serial number 302583) was capped and abandoned surgically, as the lead was fractured. During the procedure, a new pacing lead (model 4087, serial number 266245) was not used because it came out of the box with the helix deployed and it would not retract. This lead was returned for analysis. Another pacing lead was then implanted in the ra without further complication. No adverse patient effects were reported.